Manufacturer narrative:
The date of death provided with the initial report was incorrect. The correct date of death has been provided with this report. Additional information has been added and provided with this report. Insulin pump passed the delivery volume accuracy test.

Event description:
Customer's husband reported customer passed away on (B)(6) 2014 due to a bacteria infection. No other details were provided regarding customer of her passing. A request for customer's death report has been made. Nothing further reported.

Manufacturer narrative:
This information is provided in response to your request dated (B)(4) 2014 for additional information. It was reported that the customer's cause of death was due to a bacterial infection, not necessarily related to diabetes. Customer was not wearing the insulin pump at the time of death. The customer was off the insulin pump seven days before passing. Customer was off insulin pump therapy due to illness and hospitalization. Insulin pump will be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.